Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a tlif, the site acquired a spin which was unable to be transferred to the navigation because it had no nav tag. A second spin was attempted but the system was stuck in initializing. Multiple reboots were attempted with no effect. During reboots the mobile view station (mvs) and image acquisition system (ias) were connected. One rebooted was attempted with the door open and one with the door closed and docked, with no effect. The system was brought into the hallway and left to charge, and still displayed initializing. There was a patient present and a 20 min delay. The use of the navigation system and imaging system was aborted in favor of a c-arm.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000450 power supply psi h3) onsite functional and visual examination was performed by a manufacturer representative. Kit svc o2 bi71000450 power supply psi medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.